Manufacturer narrative:
(B)(6) 2018. (B)(4) international service technician confirmed the reported touchscreen issue. The technician replaced the touch frame assembly to address the reported problem. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified, estimate used.